Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) architect anti-hbc ii result for a (B)(6) female asian patient. Sample ID (B)(6) generated an initial (B)(6) result and when retested generated (B)(6) results. No adverse impact to patient management was reported.

Manufacturer narrative:
Review of complaint activity determined that there is normal complaint activity for likely cause lot 88312li00. Tracking and trending report review for the architect anti-hbc ii assay determined that there are no related trends. Using worldwide field data the performance of reagent lot 88312li00 was evaluated. The median of the low positive population was within the established limits and comparable to the values of other architect anti-hbc ii reagent lots. Therefore, worldwide customer data indicates normal performance of the complaint lot. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect anti-hbc ii assay was identified.